Event description:
The optical coherence tomography catheter got stuck on the interventional wire near the end of the case and both the catheter and the wire had to be removed prematurely. During use of optical coherence tomography catheter, it was removed due to inability to remove the catheter from the interventional wire. No harm to patient. Abbott dragonfly opstar ref 1014651 lot 9189420 exp 08/13/2025. Reported to vendor.